Manufacturer narrative:
Batch review performed on 6 september 2019: lot 163836: 120 items manufactured and released on 13 october 2016. Expiration date: 2021-09-27. No anomalies found related to the problem. To date, 117 items of the same lot have been already sold without any similar reported event.

Event description:
On the 2 september 2019 we were informed of a revision surgery planned and performed on the (B)(6) 2019, 2 years and 6 months from the primary, for pain caused by an aseptic loosening of a stem. The surgery was completed successfully.